Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
It was reported by the conmed representative that during a rotator cuff repair, the smi-02ap, spectrum auto pass suture passer's, lower jaw broke during a procedure. The broken piece was retrieved using a grasper clamp. The procedure was completed with a 10-15 minute surgical delay. No patient or user injury were reported. This report is being raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
Method code previously 4114 updated to 10. Evaluation code previously 3221 updated to 1028. Conclusion code previously 11 updated to 19. This is the supplemental and final report. The returned used device, item smi-02ap was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the device shaft. The broken lower jaw was returned for evaluation. This is a technique dependant device and the most likely cause of the suspected failure is user related. The service history was reviewed and no data was found. A two year review of complaint history shows 55 reports for this failure mode. During the same time frame (B)(4) were manufactured and shipped worldwide. Should all the complaint deices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following; avoid lateral stresses to the instrument or device function may be compromised.

Manufacturer narrative:
Correction: evaluation code previously 3221 updated to 4247.